Manufacturer narrative:
The hosp rep called and reported that, the unit is hard to move. Hologic field engineer was dispatched to repair the unit. During the repair, the bracket that supports the wheel disconnected from the frame and the unit leaned on it's side. The unit was packed up and sent to hologic for a replacement cabinet.

Event description:
Customer reported that, the wheels were not rotating properly. During service visit by hologic field engineer to address the problem, the caster bracket disconnected and the unit leaned onto one side and rested on the lower side of the cabinet. The system did not tip over. No pt was involved in the incident, therefore there was no pt injury.